Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected field: e2 occupation, h6 medical device problem code.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h3, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected fields: d10. A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse was unable to reproduce the issue. Functional testing and safety check to factory specifications. Returned to the customer and cleared for customer use. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Event description:
It was reported that, during use the cardiosave intra-aortic balloon pump (iabp) unit was unable to update timing alarm with a flattened arterial waveform using a non-fiber optic balloon catheter. There was no patient injury or harm reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character limitation in e1 for event site name: (B)(6).